Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) appears to be related to patient conditions and due to pre-existing chordal rupture. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed only on the anterior leaflet. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, pre-existing chordal rupture, and a mean pressure gradient of 1mmhg. Two clips were inserted and successfully implanted. To further reduce mr, an xtw clip was inserted and advanced under the mitral valve. However, the clip became caught in the chordae, and was unable to be removed. Still attached to the chordae, the clip was unable to grasp the posterior leaflet and was deployed only on the anterior leaflet . It was noted the gradient increased to 3mmhg after the clip was deployed. A fourth clip was attempted to be deployed; however, the gradient increased to 8mmhg. Therefore, the clip was not implanted, removed, and the procedure was discontinued. It was noted the gradient returned to baseline after the clip was removed. Mr reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.